Event description:
It was reported that pump screen was dark and would not turn on, while red light around button was blinking and pump was vibrating regularly. There was no adverse impact to the customer's blood glucose level. Customer attempted several button presses as instructed, tried connecting pump to a working power source without success, then agreed to switch to multiple daily injections as backup therapy, place pump in storage mode, and return it using prepaid label, and tandem technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.